Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator had exhibited premature battery depletion. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, device was above the elective replacement indicator (eri) voltage. A longevity calculation found that the battery depletion was premature based on the device usage. Electrical testing found high current drain from the hybrid. The cause of the high current drain and premature battery depletion was an integrated circuit anomaly .